Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardiac monitor without any allegation of malfunction was explanted. After explanting during observation it was noted that the header of the device had detached. Patient was stable.

Manufacturer narrative:
Additional information: d7. Complaint of broken header was confirmed. Device was returned with header being broken off from the device, visual inspection found tool marks on the device, and this is consistent with explant damage. Analysis was normal. No anomalies were found.